Event description:
It was reported to philips that the device had an alarm led (light emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer confirmed diagnostic error code 1105-alarm led failure. Biomed is reporting the v60 is displaying diagnostic code even after replacing the power switch overlay. Advised customer the recommended repair is to replace the power management board. The customer reported that replacing the power management board resolved the problem. Although requested to be returned, the removed component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.